Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed; however, the root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a prostate artery embolization (pae) procedure, the catheter tip detached within the patient. The physician acquired retrograde arterial access and during catheter manipulations under fluoroscopy and over-the-wire, the catheter tip detached. The physician used a vascular snare device to successfully retrieve the foreign body from the patient.